Event description:
The user facility reported to terumo cardiovascular systems that during vein harvesting procedure, there was thermal injury to the skin of the lower leg. Treatment for this was an incision and removal of the affected tissue including subcutaneous and skin structures. Chad keller clinical specialist stated the pt is doing fine and this was an elective procedure. The product was not changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more info becomes available. (B)(4).